Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was torn at the contrast button. All of the keypad buttons were intermittently unresponsive and difficult to press. Contamination was found underneath all the keypad contacts. When the pump was powered on, no vibration was present. The pump was opened and the vibration motor connector pins were found to be misaligned. When the vibration motor was connected to an external power source; the vibration motor vibrated properly. The battery compartment was found to be cracked from the threads to the case seal. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently unresponsive and contamination was present on the contacts, the vibration motor was misaligned, the battery compartment was cracked, and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2015.